Manufacturer narrative:
No patient information to date after calls to customer 09/07/21, 09/08/21, and 09/09/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the reported issue.

Event description:
The hospital reported that the clinician was preparing a patient for transport. When they disconnected a/c power, the ventilator immediately shut off. They reconnected power and observed there was only a blinking light on the display. The unit was replaced and case resumed. There was no patient injury.